Event description:
The customer was performing correlation studies between the ortho provue analyzer and the manual gel method for antibody detection. The customer reported obtaining false negative reactivity on the provue analyzer with a sample containing anti-c. Account is not yet test of record with the provue analyzer.